Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6)2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6)2023. It was reported that the patient experienced a skin reaction with an infection under the sensor pod which occurred on (B)(6)2023, and the sensor had been inserted in the arm. Prior to sensor insertion the skin was cleansed with alcohol. The parents reported that the large skin reaction included redness, pimples, pustules, and an infection at the sensor site which extended beyond the sensor patch perimeter. She had itching and burning sensations in the area. The parent consulted a physician and on (B)(6)2023, an oral antibiotic and a topical cream were prescribed to treat the infection. (Ceclor 500 mg, topical advantan 0.1 cream). The parents provided five photos which show a large skin reaction on the arm with a rash and pimples which extended to the child¿s trunk. Pustules are present in the armpit. Redness, inflammation, excoriation, blisters, weeping, and dry, flaky skin is present within and around the sensor patch footprint. The photos show the area in various stages of healing. The reaction is confirmed with the photos. No additional event or patient information is available.